Event description:
The peritoneal dialysis patient stated he noticed the tubing connected to the top of the heater bag was leaking. The fluid also leaked on the floor. There was no alarms associated with the leak. The leak was identified after treatment. His effluent remained clear. He was treated prophylactically with fortaz once a day for 7 days after the leak. The patient is currently feeling fine. In f/u, the clinical manager confirmed the following antibiotics: prophylactic antibiotics administered were 1g fortaz, 1g cefazolin and the patient dwelled for 6 hours. The leak was noticed after treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.